Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced recurrent low glucose last recorded at 20 mg/dl and believed the pump continued to deliver insulin during lows, intermittently paused or removed the pump for meals and snacks to avoid lows. The user had been off the pump for several days and repeatedly needed to select the g6 sensor type; a factory reset and setup were completed, and oral glucose was used to treat lows, with additional training assigned. Customer care provided support that included analysis of information provided by the user including information that the user's low glucose occurs even when not in the pump. Investigation of this case revealed insufficient information to characterize a device problem, no device component implicated, and no findings available. Symptoms included no documented clinical signs beyond the user¿s report of ¿bottomed out¿ and inability to function. Outcomes included no health consequences or lasting impact reported. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.